Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that during treatment the device only worked for a few hours the first day it was used then it turned off. There was no significant delay and procedure was completed with a smith and nephew backup device. No harm or injury reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event. The device, used for treatment, was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, the device did not function. This confirmed a relationship between the event and the device. Device performance data showed that the device ran for over 7 days. As stated in the IFU, the pico 7 device is designed to provide therapy for 7 days. The device stopped providing therapy as it had reached its end of life time limit. The investigation has been concluded as ¿no device problem identified¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.